Event description:
Alarmed and clicked on/off rapidly. When charger is removed, cycling stops. But, charger led flickers or does not light at all. Alarms noted: power lost - ext battery, inop alarm both audible and visual activated. Messages displayed: power lost - ext battery - low battery - battery empty. Problem recurred with new charger (ac adapter). No pt harm. Alarmed and clicked on/off rapidly. When charger is removed, cycling stops. But, charger led flickers or does not not light at all. Alarms noted: power lost - ext battery, inop alarm both audible and visual activated. Messages displayed: power lost - ext battery - low battery - battery empty. Problem recurred with new charger (ac adapter). No pt harm.